Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that the robotic assisted saw assembly saw interface right (sasi) was very loose on bottom connection where it joins to the top of the robot. It was reported that there were no delays in the surgical procedure and the case was successful. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was returned for analysis. Visual inspection of the device appeared to be in good condition, the planar clamp articulation was very smooth and free moving. The internal springs appear to retain the appropriate amount of spring force for keeping the jaws open during assembly. Part was test fit with 3 different surgical evaluation planar articulation assemblies covered with the reinforced drape port to assess the clamped connection. Part was very rigid when connected and there was no toggle in the connection whatsoever. This investigation was unable to recreate the alleged complaint, and could not find any defects with the returned sasi / planar articulation clamp. Therefore, the reported condition was not confirmed and no problem was found. A manufacturing record evaluation was performed for the finished device, and no non-conformances related to the failure mode were found. The assignable root cause could not be determined.